Event description:
Report rec'd of delays in diagnostic procedures due to pump alarms. It was reported that when attempting to set up the device for stress dobutamine testing, they were having problems with the pump giving a constant "air in line" alarm. The customer contact reports that they were unable to do two outpatient stress tests, and had to delay them for one week. There were no reported adverse patient events due to the delay in the tests being performed. Though requested, no further info was available.